Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. The pump's expulsor was replaced in order to bring the delivery into a nominal range. Based on the evidence, the complaint was confirmed. The root cause of the observation was the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited over infusion. No adverse patient effects were reported.